Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced recurrent peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On the day of onset, the patient was hospitalized for the recurrent peritonitis. The cause of the recurrent peritonitis was not reported. Treatment for the recurrent peritonitis was not reported. Hospitalization was ongoing. Physioneal therapies were ongoing. The patient was not recovered from the recurrent peritonitis. No additional information is available.